Event description:
It was reported that the procedure was to treat a renal artery off the common iliac of a transplant patient. A 5 x 40 mm supera stent was implanted; however, during the final imaging, there was no flow into the kidney at the distal end of the stent. The patient was sent to surgery to have the kidney removed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effect of occlusion is a known potential patient effect as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4) the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.